Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.

Event description:
The physician reports that the crystalens trailing haptic tore during insertion with the staar surgical lens injector system. Intervention was performed in order to enlarge the incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good.